Event description:
It was reported that bd needle 18g 1-1/2in tw had foreign matter. Complaint from (B)(6) hospital. The customer complained that foreign bodies were found at the needle hub.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Based on the ftir results, the brown liquid-like foreign matter has no good match in the available library and was possibly an unknown material. Based on DHR review, there is no abnormality detected during the needle manufacturing process. Needle assembly process was reviewed, there is no presence or any significant brown viscous liquid at the machine that can cause the contamination. The machine is enclosed with minimal human intervention. No similar complaints received on foreign matter associated with the assembled needle batches. Based on sample returned in opened packaging and available information that only 1 piece is affected, probable cause could be attributed out of the tuas manufacturing facility. Actual root cause could not be established. The complaint trend will continue to be tracked and monitored.

Event description:
Complaint from (B)(6) hospital. The customer complained that foreign bodies were found at the needle hub.